Event description:
The report states that in 2008, the patient was treated with an open surgery using a graft of unknown brand. On (B)(6) 2013, the patient was treated for juxtarenal aneurysm that developed above the treated area using a chimney technique with gore viabahn endoprosthesis and comformable gore tag thoracic endoprosthesis. Six viabahns (pah050502/10985760, pah050502/10810475, pah050502/11047190, pah050502/10695195, pah050502/10352107, pah050502/11220283) were placed in both left and right renal arteries and superior mesenteric artery. Conformable gore tag thoracic endoprosthesis (tge262110) was deployed successfully. The conformable gore tag thoracic endoprosthesis (tge312610) was positioned as an extender at the desired location. Just before deployment, the patient developed cardiac arrhythmia of unknown origin. The procedure continued with technical success. Both renal arteries as well as the superior mesenteric artery were apertured. As the arrhythmia persisted, the patient was transferred to a cardiologist. A type a dissection with involvement of the ascending aorta was diagnosed. Control angiogram showed no dissection at the descending aorta. A cause of dissection is not known. It was assumed that it might be related to th brachial access through the aortic arch. The patient died. The physician indicated that none of the devices caused the dissection.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.